Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 5/4/2021 and placed into service on 9/15/2021 with the battery pack in question (serial number (B)(6). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
An international distributor reported a customer's AED will not power on with their dbp-1400 battery pack serial number (B)(6), but it will power on with a spare battery. They reported that this did not occur during patient use.